Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with the sensors and transmitters. Customer states she was having a hard time connecting the transmitter to the insulin pump. Customer reported a high blood glucose level of 600 mg/dl. Customer treated with a manual injection insulin pen. Troubleshooting for product did not occur. Customer declined troubleshooting for high blood glucose readings. Customer did not say whether they were using the auto mode feature or not. Follow up will be made. Product will not be returned for analysis.